Event description:
Same event as MFR# 6000093-2007-00868. It was reported that during a ptca procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the mid right coronary artery (rca). The physician advanced the 3.0x15mm maverick2 balloon catheter, but was unable to cross the lesion. A 1.5x15mm maverick2 was advanced to the lesion and was inflated three times; initially for 60 seconds at 20 atms, then for 45 seconds at 15atms and finally for 35 seconds at 20 atms. The balloon was removed and the 3.0 x15mm maverick2 balloon catheter was again advanced, but ruptured. The number of inflations and to what pressures is unknown. The physician attempted to deploy a taxus drug eluting stent, but it was unable to cross the lesion. The 3.0x15mm quantum maverick monorail balloon was inflated for 18 seconds at 22atms but ruptured. The procedure was completed with another quantum maverick monorail balloon catheter. There were no reported patient complications. Patient status listed as "ok".